Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. It was determined that product works as designed and intended. The delivered treatment plan was derived from a calculation performed using an incorrect beam model with incorect wedge mu. Resubmitting form 3500a due to an administrative error. It was requested by FDA medwatch program department to re-submit the initial report as there was no record of initial report submission in emdr system.

Event description:
It was reported that the customer is seeing a 25% mu error for 60 degree wedged plans with the cc model. Based on the available information, 9 patients were treated incorrectly, of which 7 patients received an underdose ranging from 3% - 19%, and 2 patients received an overdose of 7%.